Manufacturer narrative:
Qn#(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer provided one photo for analysis and returned an opened cvc kit including: a single guide wire within the advancer tube, an arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. Signs-of-use were observed on the guide wire assembly. The guide wire was observed to have one kink near the centre of the body and one bend towards the distal end of the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 284mm from the proximal tip; the bend in the guide wire was located approximately 565mm from the proximal tip and the overall length of the guide wire measured 602mm, via calibrated ruler, which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0. 849mm via calibrated micrometer, which is within the specification of 0.838mm-0.877mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle as part of functional inspection, performed per the instructions-for-use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Resistance was met at the kink location, however; the undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Additionally, the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2023, the swg was found kinked during use on the patient." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2023, the swg was found kinked during use on the patient." Additional information has been requested from the account.